Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-01717. It was reported that a burr became stuck on wire. A 1.50mm rotalink¿ plus and 330cm rotawire¿ and wireclip¿ torquer were selected for use. During the procedure, on the first ablation, the wire came out from the patient. The burr was removed from the patient's body and it was noted that the wire failed to be removed from the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned loaded in the rotablator. Visual inspection observed that the guidewire has kinked in several sections in the middle of the device. Overall length couldn't be measured due to the device condition that the device was loaded in the rotablator. All other outer diameters are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-01717. It was reported that a burr became stuck on wire. A 1.50mm rotalink plus and 330cm rotawire and wireclip torquer were selected for use. During the procedure, on the first ablation, the wire came out from the patient. The burr was removed from the patient's body and it was noted that the wire failed to be removed from the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.